Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contributed to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal rca that was de novo with 90% stenosis. The 4.0 x 8 mm voyager nc was being used for pre-dilatation, but the balloon ruptured during the first inflation at 9 atm. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Reportedly, the target lesion was 90% stenosed, which may have contributed to the reported balloon rupture. It is likely that the balloon material was damaged during interaction with other devices, and/or lesion calcification, such that the balloon ruptured below rated burst pressure during the first inflation, as no damage was noted during preparation for use. To ensure this type of damage is not a result of a mfg deficiency, all balloon catheter are 100% leak tested on line and a sampling of units are rupture tested prior to release. In this case, although there are no indications of product quality deficiency, a conclusive cause for the reported balloon rupture could be determined.